Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis. It was not reported if the patient was hospitalized for the event. The cause of peritonitis was not reported. On an unreported date, the patient received an unknown treatment for the fungal peritonitis. At the time of this report, the patient was recovered from the peritonitis. On an unreported date, dianeal therapy was discontinued. No additional information is available.